Manufacturer narrative:
(B)(4). The device was manufactured september 04, 2014 ¿ september 05, 2014. The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection revealed a black particle located on the stressmember component. The reported condition was verified. The cause of the condition was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a small black particle inside the balloon of a large volume folfusor device. This was identified during storage. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.